Event description:
Per (B)(6) authorization specialist, patient has passed away, no further information given. Unknown date or cause. Md aware. No further information known. Frequency: once weekly for 5 weeks. Bioventus. Reported to (B)(6)/caremark by health professional.